Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the morning on multiple occasions reaching over 600 mg/dl and trace of ketones. Reportedly, customer has been receiving auto- off alerts in the middle of the night while sleeping. Tandem technical support reviewed the customer's auto off setting with the customer. Customer adjusted the auto off setting to 12 hours. Blood glucose levels were stabilized with manual injections.